Event description:
It was reported that during insertion of the faradrive steerable sheath, a hemostatic valve lead was observed. The catheter was replaced, and the issue was resolved, even though the failure was most likely caused by the sheath. The procedure was completed without patient complications. The device is expected to be returned. It was further reported, clarification was provided, air was observed in the tube, and it was the sheath that was replaced to resolve the issue and not the catheter. The hemostatic valve was not working appropriately. The catheter was removed from the reported sheath, a new sheath was used with the catheter and the procedure was completed. The device is expected to be returned.

Event description:
It was reported that during insertion of the faradrive steerable sheath, a hemostatic valve leak was observed. The catheter was replaced, and the issue was resolved, even though the failure was most likely caused by the sheath. The procedure was completed without patient complications. The device was returned for analysis. It was further reported, clarification was provided, air was observed in the tube, and it was the sheath that was replaced to resolve the issue and not the catheter. The hemostatic valve was not working appropriately. The catheter was removed from the reported sheath, a new sheath was used with the catheter and the procedure was completed.

Manufacturer narrative:
Device evaluated by MFR.: visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed. The reported event was not confirmed via analysis.